Manufacturer narrative:
The customer-stated problem was confirmed during the service repair process. Additional comments: 44054 additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
(B)(6) 2018 10:36:59 (B)(6). Npi. (B)(6) 2018 09:40:50 (B)(6). Replaced rear case, bezel assembly, iui both side, frame membrane, sear latch. (B)(6) 2018 14:33:49 (B)(6).

Manufacturer narrative:
The customer-stated problem was confirmed during the service repair process. Additional comments: 44054 additional comments 2: a review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.